Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) even with a lifeband attached. This event occurred around (B)(6) 2014 (exact date was not provided). No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 02/27/2015 for investigation. Investigation results as follows: visual inspection was performed and no damages to the platform were observed. During functional testing, the reported user advisory (ua) 12 (lifeband not present) was observed, thus confirming the reported complaint. Further inspection identified the cause of the ua 12 to be the lifeband detect switch being in the open position. After adjustment of the lifeband detect switch back to its correct position (i.e., parallel with the switch case), the ua 12 code was cleared. The platform was then functionally tested and performed as intended. It should be noted that although an exact event date was not reported, information was provided indicating that the reported complaint occurred around (B)(6) 2014. The platform's archive data was reviewed and found multiple ua 12 codes during (B)(6) 2014. Based on the investigation, there were no parts identified for replacement. In summary, the reported complaint of the platform displaying a ua 12 code was confirmed during functional testing and during platform archive review. The ua 12 was attributed to the lifeband detect switch being in the open position. Following service, including readjustment of the lifeband switch back to its intended position, the device passed all testing criteria.